Event description:
The information provided to sjm indicated a sjm epic heart valve was implanted in the supra-annular position using pledgets, due to severe calcification aortic stenosis in the native valve. The valve was explanted due to structural deterioration. During the explanted procedure, a tear was found on a leaflet, which had not been present. At implant. A 19mm edwards magna ease valve was implanted as a replacement.